Manufacturer narrative:
The event of alcl lymphoma suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Complaint is of a legal variety and therefore no follow up can be requested. Reason for reoperation: "diagnosed with bia-alcl" (histopathological markers not reported).

Event description:
Patient representative reported "diagnosed with bia-alcl". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the left side. Device status is unknown.